Event description:
The c-track probe cover was used to cover c-track device for breast procedure. It was noted prior to use that it had a tear close to the tip. A new probe cover was opened and the md continued with the case. No delay. Md stated that this was the fourth time she has noted a probe cover developing a tear. No harm to patient.